Event description:
A malfunction was reported by the customer, who noted a notable event occurred prior to the issue. There was no reported impact on the customer's blood glucose level. It was determined that the pump, which was out of warranty, would not be sent by technical support.